Event description:
It was reported that during preparation for a percutaneous transluminal coronary intervention procedure, prior to opening the inner pouch, a hair was noted to be entrapped in the packaging seal of a 014 balance middleweight (bmw) guide wire. The bmw was not used in the patient. Another bmw guide wire was used in completing the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported issue was able to be confirmed. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. In this case, there were no untoward patient effects since the device was not used on a patient and the issue was detectable prior to the procedure. Based on the information reviewed for this lot, it was determined that this was an isolated incident and not representative of the entire lot. This type of reported event will continue to be monitored per local quality system procedures.